Event description:
It was reported that the implantable neurostimulator (ins), lead and extension were explanted on (B)(6) 2013. The system was explanted due to infection. There was no patient death or injury. Additional information received reported the explant date was (B)(6) 2013. It was noted that pre-operative antibiotics were used. The diagnosis/onset of infection was on (B)(6) 2013. Patient signs and symptoms included redness, incisional wound opening, and drainage. The primary location of the infection was at the device pocket and lead track. A culture was obtained from the device pocket and (B)(6) was the organism cultured. Treatment for infection included both an intravenous therapy (IV) and oral antibiotics along with total device system explant. The infection resolved.

Manufacturer narrative:
Concomitant: product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va05k31, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# v971421, implanted: (B)(6) 2012, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va05k31, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.